Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. The mobile power unit (mpu) (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 1 hour (19jan2021 12:44:39 - 13:52:35 per timestamp). There were no notable events captured in the log file. Multiple good faith efforts were sent regarding product return and resolution of the reported event. To date, no response has been received. A root cause for the no external power alarms was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: mpu-39177) was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on 27jul2020. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii IFU section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient contacted the vad team on (B)(6) 2021 to report no external power alarms when switching from battery power to mobile power unit (mpu). The patient was seen in clinic on (B)(6) 2021 and the nurse assessed his equipment and tried to troubleshoot alarms. The log files showed multiple pi events and only held data between 12:43 and 13:50 on (B)(6) 2021. Upon review alarms on the patient's controller, multiple low voltage hazard alarms were noted. Patient brought in his mpu to be evaluated today in clinic. Patient reports that the alarms occurred when he was switching from battery power to his mpu. Patient says he had disconnected the white power cable from battery and plugged the power cable into the white cord on his mpu when he heard the alarm. Patient says he immediately went back to battery power after hearing the alarm by connecting the white cable back to the battery clip. Patient states this happened several times. Patient spoke with lvad nurse on (B)(6) 2021 and was instructed to switch the battery clips and batteries and then he had no further alarms. On (B)(6) 2021, in clinic the nurse assessed patient's mpu, the unit powered up as expected when plugged in, all lights displayed, green light remained illuminated. The patients backup controller was connected to the mpu and it began charging the backup controller as expected, no issues. Patient connected to heartmate (hm) cart in clinic room, no alarms noted. As patient was connected from battery to the hm cart, the nurse visualized the pins in both the white and black power cables on patients controller, no bent pins noted. In review of patients log files, nothing could be seen passed (B)(6) 2021 at 13:50 due to multiple pi events filling up the history. The nurse tried to simulate alarms and had patient disconnect the white cable, no alarms. After reconnecting the white cable, the black power cable was disconnected, no alarms. The nurse had patient connect to the mpu, no alarms noted. The patient brought the battery and clip he was connected to at the time of the alarm and the nurse had patient connect to this battery and clip. No alarms noted when patient swished from mpu to battery power. The nurse then asked patient to disconnect one battery at a time, white first, then black, no alarms noted. The power cables on the controller were palpated and manipulated in an effort to try to trigger alarms, none occurred. The patients driveline was also palpated and manipulated to try to trigger any alarms, none occurred. The modular connection on the driveline was secure and locked. The nurse called and spoke with engineer at abbott and described the above situation. Per the engineers, patient should check the power connections on the mpu from the wall outlet to the power plug connection into the mpu to verify secure connections. Without log files that captured the alarm, it was difficult to tell what was happening at the time of the alarms. The nurse told patient to monitor for any further alarms and to note which battery and clips he was connected to at the time of the alarms. Patient expressed understanding. Lasix was held for now, otherwise no changes to medication or pump speeds. The submitted log file did not contain any data from (B)(6) 2021 due to pi events over writing that time stamp. The data in this event log file did not show the patient connected to the mpu. The file does show the patient connected to battery power and power module. No issues noted while connected to battery power or power module. Technical services asked to please have the patient make sure the mpu ac power cord is plugged into the ac wall outlet securely prior to connecting to the mpu.